Event description:
Additional information was received from the healthcare provider (hcp). The hcp reported that it was unknown if device removal or replacement was planned as the patient hadn't followed up after (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that for the past week or two the patient had been experiencing buzzing sensation at the implant site. Patient stated it felt like a bunch of bees on the right hip area right where the implant was. Patient said that they slept on their right side and due to this buzzing sound they hadn't been able to sleep. Patient also said they had lost at least 15-20 pounds since they received the implant. When asked, no falls or trauma however said that they could lift heavy things. Patient spoke to a manufacturer representative (rep) two days ago and was told to call patient services to turn stimulation on. With instruction, patient turned the handset on however when patient tried to turn the communicator on, it wouldn't turn on. Patient said that the communicator had been plugged in overnight and the light was green. When asked, patient said that prior to recently hadn't charged the communicator in 2-3 years. The issue was not resolved through troubleshooting. Patient then found another new communicator in a box. Patient to charge this new communicator and call back tomorrow to turn therapy back on. Patient was also redirected to their healthcare provider (hcp), if needed. Patient also reviewed therapy issues that were previously reported. Patient said that therapy never helped with either implanted system. Additional information was received. Patient called back and requested assistance with connecting to ins to turn therapy on. Agent walked patient through pairing handset to newer communicator. The two devices were successfully paired. Agent walked patient through connecting to ins, at which point it was discovered that patient's therapy was already on. Patient reported they were, "peeing every ten minutes." Agent walked patient through adjusting therapy settings until it was confirmed stim was felt comfortably in the bicycle seat area. Patient will continue to monitor symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they were planning on having the device removed but did not know the date yet.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the therapy is not working for the patient, and no further action will be taken. The cause of the issue was not determined. Device explant/replacement was not planned. The device was turned off months ago. The cause of the buzzing sensation was undetermined. The steps that will be taken to resolve the issue included surgical removal asap. The issues were not due to normal battery depletion. The cause of the device not working was unknown. Set bladder meds/see d6 for pelvic therapy. The issue was not resolved, but no further actions will be taken.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They repeated the same information previously reported and stated that they want to turn the ins off. The caller stated that the ins was not working and stated that due to loosing weight the ins was hurting them. The caller also mentioned that they have an appointment with the their healthcare provider (hcp) to remove the ins. Patient services (pss) walked the caller through the steps of successfully turning the ins off. Pss redirected the caller to the hcp.